Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after dropping the pump in the pool. The customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 212 mg/dl. Reportedly, the customer was able to reload a new cartridge, clear the alarm, and resume insulin therapy.